Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise and oversensing. Initially, there were was no pacing inhibition greater than two seconds, there were two nonsustained ventricular tachycardia detection due to the noise, but no inappropriate tachy therapy was given. The information was discussed with boston scientific technical services (ts) and potential causes of the observation were reviewed, and it induction testing was suggested if changes to sensitivity were made to ensure that ventricular fibrillation would not be undersensed. At that time, the rv sensitivity was reprogrammed and the patient was monitored. Recent evaluation showed low amplitude noise on the rv and shock electrograms (egms) which resulted in asystole of greater than two seconds. The information was again reviewed with boston scientific technical services (ts) and causes and evaluation options were reviewed. Additional information was received that, at this time, the patient will continue to be monitored. There have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately five years later the lead was explanted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Setscrew marks were noted on both the is-1 and df- terminal ends. Electrically, the lead segments were found to be continuous. Laboratory testing was unable to reproduce the reported clinical observations.